Event description:
It was reported that during an unknown procedure, the cartridge fell into pt. The procedure was converted to open to remove the cartridge. There is no additional information available.